Manufacturer narrative:
Pump received with detached end cap, minor scratched display window and missing end cap sticker. Pump passed idle current and run current est. Unable to perform self, off no power, restart, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify force system sensot alarm due to detached end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.